Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. The power consumption is elevated due to sensing persistent atrial fibrillation (af). This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This correction report is being submitted to inform the event is no longer considered reportable as technical services confirmed normal battery depletion, power consumption increased due to atrial fibrillation. Initial: the local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device remains in service. No adverse patient effects were reported.